Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent wrap, with struts raised. There were numerous kinks along the hypotube. There was a kink on the distal shaft 19.5cm distal to the guidewire entry port. There was deformation to the distal tip. Image review: two procedural still images were provided by the account for review.the still images received captured the lesion morphology as reported by the account. An image appears to show the failure of the stent to cross in the proximal obtuse marginal of the left coronary artery. The still image confirms positioning difficulties as reported by the account. (B)(4).

Event description:
It was reported by the physician that a resolute onyx rx drug eluting stent failed to be positioned in the proximal obtuse marginal. Patient is reported to have normal medical history. The lesion being treated had severe tortuosity with moderate calcification and was a 100% chronic total occlusion. No anatomical abnormalities were reported. No damage was noted to the packaging and there were no issues noted when removing the device from the hoop. The device was also reported to have no issues upon inspection. Negative was performed. The lesion was pre-dilated. This was the first device used to treat the lesion. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used during delivery. The lesion was treated with further pre-dilation and a buddy wire was used. No injury was caused to the patient. The physician did not complete the procedure. Analysis of the returned device confirmed stent deformation please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.